Event description:
The customer reported the oxygenator leaked during the bypass procedure. Twenty milliliters of blood were lost when the perfusionist decided to come off bypass and exchange oxygenators. The exchange took approximately 5 minutes. Bypass was reinstated and completed without further incident. No blood or blood products were required to compensate for the blood loss. There was no detriment to the pt as a result of this incident.